Event description:
As reported by the user facility information by bbm sales organization in ireland: "underinfusion" customer statement: "query on infusion. IV fluid were infusion @ 185ml/h over 14 hours. Should have been completed by 1330 however the pump displayed the time as being completed by 1515 apparently, the total volume that was infused was not complete at 1330. Issue occurred: (B)(6) 2022 in st. John's ward."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The attached history files were analysed. Based on the history files the error code "flow-alarm" could be found directly after starting the infusion. No other abnormalities were found in the history files. The complaint could not be confirmed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.